Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) emitted an audible alarm, rebooted, and was stuck in a boot loop. After technical support (ts) spoke with them, the cns booted normally again after 20-30 minutes of continuous rebooting and resumed monitoring. They stated that no error messages appeared. No patient harm was reported. Investigation summary: the spontaneous reboot was not reproducible and no logs were collected for analysis. Multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 07/01/2025 emailed the customer for all information in the ni list above: no reply was received. Attempt # 2: 07/14/2025 emailed the customer for all information in the ni list above: no reply was received. Attempt # 3: 07/22/2025 emailed the customer for all information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) emitted an audible alarm, rebooted, and was stuck in a boot loop. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) emitted an audible alarm, rebooted, and was stuck in a boot loop. After technical support (ts) spoke with them, the cns booted normally again after 20-30 minutes of continuous rebooting and resumed monitoring. They stated that no error messages appeared. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) emitted an audible alarm, rebooted, and was stuck in a boot loop. No patient harm was reported.